Event description:
During a cataract extraction procedure, the clinic reported a posterior capsular tear in the operative eye due to poor phacoemulsification power. A vitrectomy was performed and a posterior chamber lens was implanted in the sulcus. The incision required three sutures to close. The patient is expected to have a good outcome.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. No issues were detected with the operation of the machine. The phaco power and vacuum were tested and were found to be within the specification. The technician was not able to reproduce the reported event. The clinic staff indicated that they had changed out the handpiece but did not change the phaco tip. It is possible that a worn tip may have contributed to the poor power issues experienced by the doctor.